Manufacturer narrative:
Subject device remains implanted.

Event description:
It was reported that after stent-assisted coil embolization procedure for coronary bifurcation of left anterior descending and left circumflex artery with 5 stryker coils (subject devices) and non-stryker devices, the patient complained of chest pain, but no ischemia was observed on the digital subtraction angiography (dsa). Intravascular ultrasound (ivus) and stenting were undertaken. According to the physician, the relation of the subject device to the chest pain is not known.

Manufacturer narrative:
Additional information received from the facility clarified that there was no relationship of the target coils (subject devices) to the chest pain and there was no allegation of deficiencies against the target coils. The coils performed as intended. The physician confirmed that the reported chest pain occurred after placement of the 1st stent and the chest pain was related to the procedure, not the subject coils. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the subject devices.

Event description:
It was reported that after stent-assisted coil embolization procedure for coronary bifurcation of left anterior descending and left circumflex artery with 5 stryker coils (subject devices) and non-stryker devices, the patient complained of chest pain, but no ischemia was observed on the digital subtraction angiography (dsa). Intravascular ultrasound (ivus) and stenting were undertaken. According to the physician, the relation of the subject device to the chest pain is not known.